Manufacturer narrative:
Patient information was unavailable from the site. The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during coiling treatment, this coil would not detach with using instant detacher. It was reported that the physician was performing according to IFU. After placed the coil into the lesion, the physician tried to detach the coil three times with instant detacher but coil did not detach so decided to removed from the patient. The physician did not try to detach with manual method. Replaced a new coil and procedure was completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. The reported device was received in a condition was contradictory to the complaint description (separation/detachment of implant coil). The customer did not report the detachment of the implant coil at the time of the event. As received, only concerto implant coil returned without pushwire. In addition, the instant detacher was not returned as it was discarded. The concerto implant coil was found damaged and stretched with the polypropylene filament intact. Follow-up conducted as the received device condition was contradictory to the complaint description and response received that pushwire was discarded at the hospital. Without returned pushwire and instant detacher the cause for the difficulty during detachment with the instant detacher could not be determined. It is possible that the implant coil became damaged and separated from the pushwire following the event. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.